Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer reported that on (B)(6) 2109 at 11:54, she received a sensor scan result of 177 mg/dl compared to a reading of 50 mg/dl obtained on a competitor brand device. Customer experienced feeling "heat" and was treated with juice with sugar by her husband at 12:00. Subsequent sensor results of 171 mg/dl and 241 mg/dl were obtained at 12:16 and 13:07 and compared to competitor device readings of 74 mg/dl and 146 respectively, however no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer reported that on (B)(6) 2019 at 11:54, she received a sensor scan result of 177 mg/dl compared to a reading of 50 mg/dl obtained on a competitor brand device. Customer experienced feeling "heat" and was treated with juice with sugar by her husband at 12:00. Subsequent sensor results of 171 mg/dl and 241 mg/dl were obtained at 12:16 and 13:07 and compared to competitor device readings of 74 mg/dl and 146 respectively, however no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information - section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). Removed sensor plug and inspected plug assembly, no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer reported that on (B)(6) 2109 at 11:54, she received a sensor scan result of 177 mg/dl compared to a reading of 50 mg/dl obtained on a competitor brand device. Customer experienced feeling "heat" and was treated with juice with sugar by her husband at 12:00. Subsequent sensor results of 171 mg/dl and 241 mg/dl were obtained at 12:16 and 13:07 and compared to competitor device readings of 74 mg/dl and 146 respectively, however no further treatment was reported. There was no report of death or permanent injury associated with this event.